Event description:
It was reported that the customer's blood glucose was 417 mg/dl and she was experiencing issues with insulin pump delivery. The customer treated with manual injection. Through troubleshooting, the no delivery alarm was resolved with a reservoir change and the insulin pump did not alarm no delivery with manual prime. The no delivery alarm may have been caused by a reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-58653.